Manufacturer narrative:
Software: the reported product is not expected to be returned as the customer indicated product could not be returned. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high glucose alarms with the reported application. Per the compatibility guide, use of the samsung operating system android is incompatible with the reported application software version 2.13.1.11596. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high alarm issue was reported with the abbott diabetes care (adc) device in use with samsung device, android operating system version 2.13.1.11596. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced tiredness was unable to self-treat and had a third-party non-healthcare professional (non-hcp) administer insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.